Manufacturer narrative:
The lead was capped, thus remains implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information five years ago that this right ventricular (rv) lead was exhibiting noise across all three channels thought to be due to casting, as the patient is a fly fisherman. There was an inappropriate mode switch due to noise. New information was received that there was again noise across all channels. The noise was now being oversensed causing pacing inhibition (no asystole) that was reproducible with isometrics. All other measurements were within range. The device was explanted and replaced, and the rv lead was capped and replaced. There were no surgical observations observed during the revision that might have given a root cause for the noise. No additional adverse patient effects were reported.